Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery-suction ring assembly issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It was noted that the procedure was completed successfully and that one (1) iflap procedure was replaced. There was no patient injury reported and no surgical intervention was required. This report is one (1) of two.